Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. A field service engineer evaluated the device onsite. Based on the results of the investigation, it was possible that the disinfection of the water supply pipe, such as when replacing the water filter, was not properly carried out due to the information that something like black mold was attached to the gasket of the water filter case. However, the root cause of the foreign body residue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a black mold-like substance was adhering to the seal ring of the water filter case of the endoscope reprocessor. The issue was found when the water filter was replaced during maintenance. The reprocessor was not used after the filter was replaced. There were no reports of patient harm or injury.